Event description:
During implant procedure, cybersecurity upgrade was performed. After the upgrade it was not possible to interrogate the device. A new device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The complete device was returned and received. When testing, communication could not be established between the device and the programmer using rf telemetry. The firmware team determined the cause of this issue to be due to hardware error(s). The product code was reloaded on the device, and the device could be interrogated normally with rf telemetry. This indicated the cause of the rf telemetry anomaly was an intermittent issue. The reported event of a rf telemetry anomaly was confirmed in the lab, and was concluded to be due to an undetermined hardware anomaly.